Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lymphadenectomy, while transection of tissue, the surgeon was able to press the green button and squeeze the handle, but the device was unable to fire. They opened a new stapler and reload to resolve the issue and complete the case. There was no patient injury.